Manufacturer narrative:
Follow-up received on 29-apr-2016 - quality-safety assessment of ptc: ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. The reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Follow-up information received on 03-may-2016: essure was inserted on (B)(6) 2013 for tubal sterilization. Event erythematous patches on lower limbs was changed to erythematous pruriginous skin patches on lower limbs. The onset date of events was reported as (B)(6) 2013. Device was not available to be returned to company. No further information was expected to be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2016 for the following meddra preferred term: dermatitis contact. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had a suspicion of skin allergy to nickel. She underwent a salpingectomy to remove essure inserts, approximately 3 years after insertion. This event is listed in the reference safety information for essure. Patients who are allergic to nickel may have an allergic reaction to the device. In addition, some patients may develop an allergy to nickel if this device is implanted. Typical allergy symptoms reported include rash, pruritus, and hives. In the present case, the patient developed erythematous pruriginous skin patches on lower limbs apparently following essure insertion, and a skin allergy to nickel was suspected. Given the nature of this event and positive temporal relationship, causality with essure cannot be excluded. This case was regarded as incident since a device removal was required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect.

Event description:
This is a spontaneous case report received from a physician in (B)(6) on (B)(6) 2016 which refers to a (B)(6)-old female patient who had essure (fallopian tube occlusion insert) inserted on an unspecified date. The patient had a suspicion of skin allergy to nickel. Essure inserts were to be removed on (B)(6) 2016 and bilateral salpingectomy was to be performed. Follow-up received on (B)(6) 2016: health authority number was received ((B)(6)). Follow up information received on (B)(6) 2016: the patient developed erythematous patches on lower limbs apparently following essure insertion in (B)(6) 2013. In (B)(6) 2016, salpingectomy via laparoscopy was performed to remove essure inserts. No further information was expected to be provided. Company causality comment:this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had a suspicion of skin allergy to nickel. She underwent a salpingectomy to remove essure inserts, approximately 3 years after insertion. This event is listed in the reference safety information for essure. Patients who are allergic to nickel may have an allergic reaction to the device. In addition, some patients may develop an allergy to nickel if this device is implanted. Typical allergy symptoms reported include rash, pruritus, and hives. In the present case, the patient developed erythematous patches on lower limbs apparently following essure insertion, and a skin allergy to nickel was suspected. Given the nature of this event and positive temporal relationship, causality with essure cannot be excluded. This case was regarded as incident since a device removal was required. A product technical analysis is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.